Event description:
It was reported that when using the bd pyxis¿ es server had multiple patients were not crossing over. The customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available.upon investigation of the actual device used in this incident, it was determined that the multiple patients were not crossing over. A technical support specialist (tss) dialed into the carefusion coordination engine and observed cpu usage between 4 to 25%, ram at 75%, and system uptime of 106 days with cce services running since 2026-02-25. Identified messages queued in es in, out, and standard out, with no excessive memory usage and all data base jobs completed successfully. Restarted iis after the cce console failed to load, then restarted the cce service, after which queues resumed processing and messages were successfully delivered to the es server. The system functioned as intended after the technical support specialist troubleshot the device.